Manufacturer narrative:
The meter and strips have been requested for return. The strips were no longer available. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The cause of the event and the contribution of the device to the alleged injury could not be determined based on the limited information provided. Initial reporter occupation was patient/consumer.

Event description:
There was an allegation of discrepant inr results using a coaguchek xs pst meter and an unknown lot number of test strips. At 11:46 a.m.the result from the meter was > 8.0 inr. At 11:48 a.m. The result from the meter was 6.0 inr. The customer confirmed that different fingers were used for the tests. The patient's "dose" was withheld due to the high results. There was no allegation of an adverse event due to this. The patient's therapeutic range is 2.0 - 3.0 inr.

Manufacturer narrative:
The reporter's meter was returned for investigation. Testing results (qc range = 2.1 ¿ 3.3 inr): qc 1: 2.8 inr. Qc 2: 2.8 inr. Qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.